Manufacturer narrative:
In lieu of a reported lot number, a ship history report (shr) was generated for item number ((B)(4)) in order to ascertain the last three lots shipped to the reporting hospital in the six months prior to the procedure date. Only two lots were obtained through the shr. The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2011 navilyst medical complaint report was reviewed for the product family of vaxcel pasv ports and the failure mode of "catheter fractured." No adverse trends were identified. Without receiving product for evaluation, the hospital's complaint is unable to be confirmed and a root cause for the reported incident unable to be determined. The catheter tubing is a purchase component for navilyst medical, and the tubing supplier, (B)(4), has been notified of this event. The directions for use packaged with the port includes guidance for port placement, as well as directions for device maintenance/flushing after implantation and cautions regarding proper handling of the device. Manufacturing process controls include 100% leak testing of all ports and visual inspection to ensure proper assembly of the port and screw lock. Incoming inspection of the catheter tubing includes dimensional inspection, static burst testing, and tensile testing. ((B)(4)).

Event description:
As reported, patient has an 8f valved port device in place for 10 months. The patient reported pain during flushing, so the device was removed. The catheter was found to be fractured near the location of the connection site to the port. The screw-on locking collar was still in place. No injury to the patient resulted from this event. The used device was discarded by the hospital.